Event description:
It was reported that post implant the port worked loose and came to the skin on the pt. The surgeon who replaced that port thinks he may not have placed the port correctly or that when the pt lost weight, the muscle may have disintegrated and therefore loosened the port. The port was replaced without consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.